Event description:
It was reported that post-operatively, the patient's lead became dislodged. The physician revised the lead and it remains in use. No patient complications have been reported as a result of this event.